Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience alpine (2.25x28mm, 2.25x08mm and 3.25x18mm). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. The reported patient effect of myocardial infarction is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that 4 xience alpine stents (2.75x18mm, 2.25x28mm, 2.25x08mm and 3.25x18mm) were implanted on (B)(6) 2016. On (B)(6) 2016, the patient was re-hospitalized due to a non-st segment elevation myocardial infarction (nstemi). Another stent was implanted to treat the nstemi. It is unknown what if any additional treatment was performed. The patient was discharged to home. No additional information was provided.